Event description:
It was reported through remote transmission that episodes of ventricular noise reversion due to myopotential oversensing were observed. Programming changes were recommended. Patient will be monitored by routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.